Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the device was explanted with standard of care. The patient was not listed on the heart transplant list with any device or therapy related issue. The heartmate 3 operated as expected. There were no device related complications, and the patient was stable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. It was reported that the patient underwent a heart transplant with no device issues. The pump was returned assembled with the pump cable severed approximately 11.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 6.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no device-related issues or adverse events were reported in association with the patient¿s heart transplant, the heartmate 3 lvas instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.